Event description:
In 2006, the patient stated that he was receiving occlusion (04) alarms on his infusion device. He stated that he changed all of his accessories and was still receiving an occlusion. The patient switched to injection therapy until a replacement infusion device arrived. Five days later, the patient stated that he had not received his replacement device and his blood glucose elevated to 500 mg/dl because he was using injection therapy. His normal range is 80-140 mg/dl. The patient did not report any high blood glucose symptoms. Our records indicate that the replacement infusion device was ready for shipment in 2006. The infusion device was shipped to the patient the same day. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.